Event description:
It was reported that there was delay while unit rebooted itself, image on the screen was lost.

Manufacturer narrative:
Alleged failure: delay while unit rebooted itself, image on screen was lost. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to a software issue. The unit has an older software version, or a reboot issue due to overheating. Dust and lint debris were observed inside the console, especially in the heat sink vent area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was delay while unit rebooted itself, image on the screen was lost.